Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. There was no material missing as a result. The complaint regarding the white jaw pad being melted was confirmed by failure analysis.

Event description:
It was reported that during a paraesophageal hiatal hernia procedure, the white jaw pad on the harmonic ace instrument was observed to be melted. The harmonic ace instrument was replaced with a backup and the surgeon inspected the surgical site for any pieces that may have fallen into the patient; however, there was nothing found. The procedure was complete robotically with no injury to the patient.